Event description:
The report rec'd indicated that during coil embolization, the coil, prematurely detached. It appears that attempts to retrieve coil failed and coil was caught in the micro catheter, which was cut and left in the arterial femoralis where it was reported that will stay. The physicain indicated that there will be no future problems for the pt. This product will not be return for eval and testing.